Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose level that was displayed as ¿high¿; however, a specific value was not provided. In addition, the customer experienced numbness in their hands. The customer was treated with intravenous insulin and saline and was discharged on 3-4 days later with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.